Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(4). Initial reporter fax#: (B)(4). (B)(4). Investigation summary: bd received a 20 gauge insyte autoguard unit from lot 0059822 for evaluation. Our quality engineer visually inspected the returned unit but could not identify any defects. Since no defects were found during inspection a definitive root cause could not be determined. A review of the device history record was performed for the reported lot and no quality issues were found during production. Investigation conclusion: not confirmed: bd was unable to confirm the claim. Root cause description: based on the results of the investigation to date, a root cause has not been determined for this claim. The client is also advised to contact the equipment supplier. Rationale: he manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter adapter was defective and leaked out contrast and blood. The following information was provided by the initial reporter, translated from portuguese to english: "we have often observed a failure in the catheter-extension connection. Even when tightened, the "loose" thread often leaks out contrast and blood. I don't know if this failure is due to the tip of the catheter or the thread of the extension. Customer informed by phone that they use a gabmed extension, she is not sure in how many units happened. There was no harm to the patient or healthcare professional. There was leakage of contrast and blood in the device."